Event description:
Rptr indicated a vns therapy. Pt underwent generator replacement surgery due to end of service. The generator was returned to the manufacturer for analysis and the end of service condition was confirmed. During the analysis, an out-of-limit (high) supply current was identified which was attributed to a selectable value r35 resistor. Once a lower value was selected, the device was found to be operating within specification. Though the out-of-limit supply current could have potentially contributed to the generator's end of service condition, the results of the battery longevity prediction confirmed that the eos condition was an expected event.